Event description:
Complainant alleged that while attempting to treat a pt, the clinician raised the device up and the device inappropriately shut down. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.